Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced hypotension and a pericardial effusion. During a pulsed field ablation (pfa) procedure a farawave was selected for use. During the procedure, it was noticed that the blood pressure decreased gradually, and since it persisted after the procedure, an echodiagram was performed. It was observed a pericardial effusion, a pericardiocentesis was performed and the issue was solved.